Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a male (age unknown) undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The patient experienced bleeding from the groin site. The sheath was advanced, and the site was re-sutured to mitigate the bleeding. The bleeding successfully subsided. The patient remained on support for one day and was successfully weaned.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The device was not returned by the medical facility. The root cause of the access site bleeding was patient movement during transfer which was resolved with re-suturing.